Event description:
It was reported that plate tsa sb 5% 100mm 10ea contamination occurred. The following information was provided by the initial reporter: "I hereby inform you that during the review of the material requested on november 16 under the purchase order attached to the mail, several packages of blood agar contaminated by fungi were found. Said material was sent to the warehouse; for this reason, we are waiting for them to notify us and return it to know with certainty how many packages were affected, and if it is only the blood agar or also the chocolate." Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.

Manufacturer narrative:
H.6 investigation summary: a claim was received, the client distribuidora medica orion where contamination of catalog 220150 lot 2234622 is reported, which is classified as confirmed from the fact that the presence of contamination in a unit can be observed in the shared evidence. For which the following was reviewed: review of the batch file: verifying that all the processes were followed effectively during the manufacture of the product, likewise the batch was analyzed by the quality control department and the results were satisfactory for the release of the batch. The CAPA's lists and change controls were reviewed, without detecting events related to the reported event of contaminated plates from the batch reported by the client. Analysis of client samples: the client sends photographs of a plate where a unit with the presence of contamination with a colony can be observed. The position of the present colony suggests that the contamination could be due to partial opening of the plate in a contaminated environment or condensate runoff from the outside of the plate. Analysis of retention samples: the retention samples (20un) were reviewed without detecting the presence of microbial growth neither on the surface nor internally. Conclusion: it is concluded that the event reported by the client is classified as confirmed based on the photographic evidence provided by the client, however, a root cause attributable to failure in any of the controls in the processes during the production process was not identified. Or storage while the product was kept under the custody of bd. It is worth mentioning that for the contamination defect, a contaminated unit for the lot size is acceptable within the specification criteria.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that plate tsa sb 5% 100mm 10ea contamination occurred. The following information was provided by the initial reporter: "I hereby inform you that during the review of the material requested on november 16 under the purchase order attached to the mail, several packages of blood agar contaminated by fungi were found. Said material was sent to the warehouse; for this reason, we are waiting for them to notify us and return it to know with certainty how many packages were affected, and if it is only the blood agar or also the chocolate." Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.